Event description:
(B)(4) health received a report from (B)(6) stating the transgastric-jejunal enteral feeding tube burst. Additional information received on (B)(6) 2015 stated the device was use in for 20-days prior to the incident. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint comp-(B)(4).